Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the day after implant, the right ventricular lead threshold had risen and the lead was not capturing unipolar. Upon extraction, blood was noted in the insulation. The lead was replaced. No patient complications were reported as a result of this event.